Event description:
Information received by medtronic stated that the insulin pump was broken and exposed to moisture. No harm was required during medical intervention. The insulin pump was returned for analysis.

Manufacturer narrative:
Retainer ring = black. Customer returned pump for an alleged blank display and a crack at unspecified location after being dropped in water on (B)(6) 2021. Pump received with blank flashing white display. Unable to perform the displacement test, sleep current test, active current test and self test due to blank flashing white display. Pump was cut open to perform visual inspection and found moisture damage on the pcba 1, pcba 2 harness assembly vibrator and corroded battery tube. Test p-cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: corroded battery tube and pillowing overlay. Blank flashing white display due to moisture damage on pcba 1. Crack was not confirmed, however, other cosmetic damage was noted. (B)(4).